Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the message appeared, he/she pressed esc and act to clear the alarm, however it didn't work. The customer had discontinue use of the insulin pump and is followring his/her medical prescription for insulin shots until replacment arives. No further details given.